Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change-out procedure this new device and the patient's chronic right ventricular lead (competitor's lead) exhibited high shock lead impedance readings greater than 125 ohms. Different vectors were evaluated and rv coil to can measured 60 ohms, while the other shock vectors were out-of-range (oor). Boston scientific technical services (ts) discussed potential causes for the observation, and so the connections were rechecked and noted to be fine. The physician then switched the high voltage pins in the header, and the rv coil to can measurement then measured greater than 125 ohms, so the physician suspected an issue with the svc coil of the competitor's lead, and not a header issue. Though this lead's measurements on the old competitor's device were normal; ts discussed that this new device's measurements were more sensitive than previously. The leads were then reconnected in the appropriate ports and the device was programmed with a rv coil to can shock configuration. No adverse patient effects were reported.